Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that errors were displayed on two s5 mast roller pumps and that the display of a s5 roller pump became blank during procedure. No further information received. There was no report of patient injury.